Manufacturer narrative:
(B)(4).

Event description:
Subsequently, boston scientific received information from the local representative that no invasive intervention had been undertaken. The patient had developed (B)(6) and had been given IV antibiotics for approximately one month. At some point in time, the patient was placed on comfort/palliative care. The patient died of complications related to (B)(6) .

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2014. The local representative was notified that this patient has an infected device and lead system. Aside from the patient's active leads, the patient has inactive leads that had been surgically capped. The local representative was inquiring about lead specifications for a possible invasive intervention. The action plan for this patient has not been determined as the local representative was enroute to consult with the physician. The device was checked and no anomalies were identified.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.